Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of going to the emergency room on (B)(6) 2019 due to low blood glucose of 51 mg/dl and loss of consciousness. Customer was treated with glucose tablets. Customer is not alleging that insulin pump over delivered. Customer does not use the auto mode feature on pump. Customer was not able to upload to carelink but received assistance in connecting the transmitter and the meter to the insulin pump. Products are not returning for failure analysis.